Event description:
It was reported that there was fluctuating and out of range impedance on the pace/sense portion of the lead, and a lead fracture was suspected. The lead was to be explanted using a laser. During the procedure, the laser/sheath could only be advanced halfway over the svc coil, then appeared to be stuck. While trying to advance the sheath, it became clear that the patient was in acute distress. It was suspected the svc had been punctured/torn by the laser. After much time and work by the physicians and staff, the patient expired. A medwatch 3500a was subsequently received reporting abnormal impedance, possibly indicative of lead fracture/break. The patient became hypotensive and bradycardic while trying to remove the lead, and went into electrical mechanical dissociation. The patient died. It was suspected that the death was related to laser perforation of vessel or mi (myocardial infarction). It is not known if the lead was explanted, and an autopsy was not performed.

Manufacturer narrative:
Additional information was received reporting that explant of the lead was attempted and was complicated by hypotension and electro-mechanical dissociation (emd). The cause of death was reported to be emd. Other: it was reported that there was fluctuating and out of range impedance on the pace/sense portion of the lead, and a lead fracture was suspected. The lead was to be explanted using a laser. During the procedure, the laser/sheath could only be advanced halfway over the svc coil, then appeared to be stuck. While trying to advance the sheath, it became clear that the patient was in acute distress. It was suspected the svc had been punctured/torn by the laser. After much time and work by the physicians and staff, the patient expired. A medwatch 3500a was subsequently received reporting abnormal impedance, possibly indicative of lead fracture/break. The patient became hypotensive and bradycardic while trying to remove the lead, and went into electrical mechanical dissociation. The patient died. It was suspected that the death was related to laser perforation of vessel or mi (myocardial infarction). It is not known if the lead was explanted, and an autopsy was not performed. No conclusion can be drawn. Capture, failure to, impedance, high lead(s), fracture of, removal difficulties.